Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 105, service code 107, response buttons non-functional) was confirmed. Upon investigation the rear response button was non-functional. The service codes were caused by contamination inside of the monitor's electrode belt receptacle. The cause for the rb failure was a defective response button switch. The root cause for the defective switch could not be positively identified. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that the monitor response buttons weren't working and the monitor was displaying a service code 105 (pulse test relay stuck) and a service code 107 (multiple abnormal shutdowns).